Event description:
A customer technical advocate (cta) was contacted with regard to a b-hcg result on a pt generated using an imx analyzer. A result of 2,718 miu/ml was reported and questioned by a physician. The sample was sent to another lab and tested using centaur instrumentation yielding 18,000 and 19,000 miu/ml results. The account states that the controls were in range. The pt was tested approximately one week ago yielding a b-hcg results of 14,000 miu/ml using an axsym analyzer. No impact to pt management was reported.